Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in the box and exhibited a telemetry anomaly. The device was not used.